Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report: 3013886523-2022-00427. A physician reported a certas valve (ID 828804) was implanted via vp shunt on (B)(6) 2021 with setting 5. The device was used with bactiseal catheter (ID ns0340) (serial;unk). On (B)(6) 2022, the patient presented with gait disturbance and ventricular enlargement was confirmed, so the pressure setting was lowered from setting 5 to setting 4. On (B)(6) 2022 the patient presented with gait disturbance and ventricular enlargement was confirmed by MRI examination. Due to suspicion of obstruction the valve and catheter were removed and replaced on (B)(6) 2022.

Event description:
N/a.

Manufacturer narrative:
The certas valve (ID (B)(6)) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected a bump mark in the top of valve casing and the rotation construct stuck in the up position also a needle hole in the needle chamber were noted. The valve was hydrated. The valve passed the test for programming and occlusion. The valve was dismantled and was examined under microscope at appropriate magnification: a bump mark was found in the upper casing. The root cause for the bump mark in the top of the valve casing is due to the valve receiving a hard knock. The root cause for the rotating construct stuck in the upper position is due to the valve receiving a hard knock. The possible root cause for the obstruction issue reported by the customer could have been due to biological debris or protein build up interfering with the device mechanism, at the time of investigation no occlusion issues were noted with the valve.